Event description:
It was reported that the tubing of a continu-flo primary solution set was pinched. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A photographic sample of the affected device was received for evaluation. The visual inspection verified the reported condition, as seal marks were observed on the tubing, indicating the tube was caught in the pouch seal during manufacturing. A CAPA was opened to investigate the root cause of the issue. As a result, additional sensor mechanisms were installed on the packaging machine to prevent such conditions. A batch review did identify related reports associated with this lot, which were investigated through the aforementioned CAPA. Should additional relevant information become available, a supplemental report will be submitted.